Manufacturer narrative:
Correction on initial report: b.3 & d.11 additional information provided: d.10. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the intensive care unit pod e that the displayed volume infused on a pca dilaudid was incorrect. Alaris pump recorded zero for both number of medication delivered and number of demands used. However, the number of medication left in the bag was recorded. It was reported that it was unknown if this event caused a serious injury to the patient or delay or change in the course of treatment.

Manufacturer narrative:
Additional information provided: d11. The report that the volume infused was incorrectly displayed was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log showed that pca module s/n (B)(6) was programmed to infuse hydromorphone 10mg/50ml (drugid 256) at 8:19 pm on (B)(6) 2019 and ran until 1:36 pm on (B)(6) 2019 when the device was channeled off. During this period there were a total of 53 pca requests delivered and 1 pca request partially delivered for a total of 106.975ml and there were 10 pca requests not delivered due to the lockout interval. A review of the pca module error log found no errors during the time of the reported event. Functional testing performed found the pca module to be operating within specification. It was not stated when or how the user was viewing the volume infused, however the pcu event log shows that the pca patient history was cleared at 4 different times and this may have contributed to what the user experienced. The number of pca dose requests delivered during this period matched the recorded volumes that were delivered between the 3 syringes that were used. The device was being used for treatment. The root cause of the reported volume infused was incorrectly displayed was not identified. Device history review: review of the pca module s/n (B)(6) service history record showed the device had a manufacture date of 09 september 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 15 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the intensive care unit pod e that the displayed volume infused on a pca dilaudid was incorrect. Alaris pump recorded zero for both number of medication delivered and number of demands used. However, the number of medication left in the bag was recorded. It was reported that it was unknown if this event caused a serious injury to the patient or delay or change in the course of treatment.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the intensive care unit pod e that the displayed volume infused on a pca dilaudid was incorrect. Alaris pump recorded zero for both number of medication delivered and number of demands used. However, the number of medication left in the bag was recorded. It was reported that it was unknown if this event caused a serious injury to the patient or delay or change in the course of treatment.